Event description:
It was reported that there was a malfunction alarm when the pump was started. There was no information on any adverse impact to the customer's blood glucose level. The customer attempted to restart the pump and received another malfunction alarm. As a resolution, a replacement pump was arranged to be sent to the customer, with the return of the defective device expected.